Event description:
During routine testing of the device at the service center, the quality engineer reported that a fa02 venous module initialization failure occurred at start up. Visual inspection found a broken thermistor. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.